Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have damage at the midpoint of the blade. Both of the blade edges were indented and the indentation resulted in the cut test failure. The blades appeared to have a detached fragment. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that 8mm mega suturecut needle driver instrument had an unknown failure. The customer reported event has no report of patient injury.